Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was shipped in (B)(6) 2021 and were never unpacked. When the tss attempted to fill the device, the circulation pump would not generated any vacuum. A check of the diagnostics showed inlet pressure at 0 psi with fluid delivery line. No suction observed at the left port of the fluid delivery line.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported even could not be determined. A check of the diagnostics showed inlet pressure at 0 psi with fluid delivery line. No suction observed at the left port of the fluid delivery line. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was shipped in august of 2021 and were never unpacked. When the tss attempted to fill the device, the circulation pump would not generated any vacuum. A check of the diagnostics showed inlet pressure at 0 psi with fluid delivery line. No suction observed at the left port of the fluid delivery line.